Event description:
Litigation papers allege pain, discomfort, swelling, elevated metal ion levels, immobilization, acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Update 16 dec 2014. Der rcvd. Updated dor, patient height and dob. Der states patient weight as (B)(6) but does not state lb or kg. Added sales rep info and surgeon name. Updated cup and head to reflect metal ion levels and added expiry dates. Added stem and sleeve products.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.